Manufacturer narrative:
B5: added additional information regarding patient outcome and device return status.

Event description:
The patient survived explant. The pump was discarded and will not be returned.

Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax).

Event description:
The complainant reported aorta (ao) placement signal (ps) drift with their impella 5.5. Signal values >30 mmhg below validated arterial line blood pressure measurement. Flows, motor current and all other signals unchanged. The only alarm noted was placement signal low, which was checked with echocardiography and proved to be an intermittent false alarm. The bedside nursing team as well as providers were notified, and no changes were needed at the time. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.